Event description:
It was reported that an ilet pump produced audible alerts but the display remained unresponsive despite wake-button presses, charging attempts, and a guided restart, and a replacement unit was arranged. Symptoms included no reported changes in blood glucose and no injury. Outcomes included temporary interruption of reliable insulin delivery and the need for backup therapy guidance. Investigation included customer support troubleshooting and replacement logistics with instructions to shut down the device and return it, as well as guidance to sync data to the mobile app and continue cgm use with dexcom. Investigation of this case revealed a screen/display failure with no reported physical damage. It was concluded that the device experienced a malfunction of the user interface display, and a replacement was issued.